Event description:
Five balloons burst between 6-8 atmospheres on first inflation during an iliac angioplasty pre-dilatation for a stent placement in an extremely calcified lesion. The stent sucessfully placed and dilated with another balloon catheter. There were no pt complications involved. These devices were returned, evaluated and retained by this MFR. Engineering evaluation revealed pin hole leaks in all five balloons. Scratches and cathetermarks were noted on balloon surfaces of all balloons. Balloon rupture or balloon leakge is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calified lesion. Follow up up indicated these balloons were being used in an extremely calcified lesion. These devices displayed characteristics consistent with contact with a sharp external source, scratches and chattermarker on balloon surfaces. Therefore, co believes these factors contributed to this event and do not aatribute it to devices. Co's directions for use state: "if loss of pressure within balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue procedure. Deflate the balloon. Do not reinflate and remove carefully.